Manufacturer narrative:
The information provided in section a4 was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is alarming. The screen is flashing white. The customer reported that the display is solid white.the customer's blood sugar is 175 mg/dl. The insulin pump will return,

Manufacturer narrative:
Pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify missing segments/partial display due to display anomaly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.